Event description:
Procedure performed: gallbladder removal. Event description: the surgeon put the gallbladder inside the specimen bag and it the specimen fell completely through; the seam was not sealed shut. The bag did not break into pieces. The specimen was successfully removed from the patient. Additional information provided by [name] on 24mar2025 via email: from my understanding the specimen was bagged, the deployment system was removed and as the surgeon went to lift the gallbladder out, it just fell out of the bag through where the seam would be. It did not "burst" or "pop" or "rip" the seam was not closed. Additional information provided by [name] on 13may2025 via email: this is all she had, unfortunately there¿s not much to tell from this picture, sorry about that! Intervention: user replace with a new one to complete this surgery. Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photo of the event unit was provided, confirming the complainant¿s experience of bag break. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided upon the completion of the investigation.

Event description:
Event description: the surgeon put the gallbladder inside the specimen bag and it the specimen fell completely through; the seam was not sealed shut. The bag did not break into pieces. The specimen was successfully removed from the patient. Additional information provided by [name] on 24mar2025 via email: from my understanding the specimen was bagged, the deployment system was removed and as the surgeon went to lift the gallbladder out, it just fell out of the bag through where the seam would be. It did not "burst" or "pop" or "rip" the seam was not closed. Intervention: user replace with a new one to complete this surgery. Patient status: no patient injury.